Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss and the pump not working properly. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.